Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with the k electrode on a cobas 8000 ise module. Patient samples would initially recover high results and then recover within normal ranges when repeated. Two examples of patient samples with discrepant k results were provided. The first sample initially resulted in a k value of > 10 mmol/l and it repeated as 4.8 mmol/l. The second sample initially resulted in a k value of 6.8 mmol/l and it repeated as 4.6 mmol/l.

Manufacturer narrative:
The k electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The first patient sample initially resulted in a k value of 36.05 mmol/l on (B)(6) 2024. This sample was repeated on (B)(6) 2024, resulting in a k value of 4.6 mmol/l. The sample was repeated on (B)(6) 2024, resulting in a k value of 4.8 mmol/l. The first patient sample also had discrepant results when tested with the na electrode. The initial na result was 99.3 mmol/l on (B)(6) 2024. This sample was repeated twice on (B)(6) 2024, resulting in na values of 148 mmol/l and 147 mmol/l. The na electrode lot number and expiration date were requested, but not provided. The field service engineer performed several service actions on the instrument. A sample position sensor was replaced and the issue was resolved after this action. The investigation determined the service actions resolved the issue. Medwatch fields a2, a3, and b3 have been updated.